Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer lost communication with a device. Following the loss of communication the programmer application experienced a crash while attempting to re-interrogate the device. The programmer remains in use. No patient complications have been reported as a result of this event.